Event description:
It was reorted that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon tried to fire the er420 instrument and the clips came out deformed. Another er420 instrument was used to complete the case. There was no consequence to the pt.